Event description:
I had 3 restores done in (B)(6) 2010. The last treatment was at the highest setting 70 mj at level 8. The derm's pa did the treatment. She has been doing fraxels for 5 yrs. The 1st was in normal settings at 40 mj at level 8 (no problems and great results) and the second at 60 mh and level 8 (great results but some darkness under eyes). I asked the pa if the laser caused it and she said I was probably tired. I went forward on the third treatment even though I had a feeling that I should not. On the last treatment, I broke out in cystic acne (never before) hyperpigmented with more broken caps along my cheeks and under my eyes which make me look as though I am healing from two black eyes. Two weeks later (six weeks almost to the day), my face completely deflated as though I had lost (B)(6). I had jowls, marionette lines and my cheeks were gone. Also, since my collagen and tissue had been destroyed by the laser. I was left with huge open pores and wrinkles. As others report, it is confined to the areas of fraxel - my neck is still smooth and youthful. Sad thing about this is I did it strictly as a vain procedure. I had no real tissues except a few brown spots and a few fine lines beginning around the eyes. Fast forward to 15 months later, now I have this obvious cobblestone/dimpling/orange peel pattern. It is not nearly as bad as 2 months post laser; however, the skin puckers between pin prick pores. My skin is extremely smooth to the touch but looks very red and uneven. My skin has become somewhat firmer but not back to normal. My broken capillaries are just as obvious as well as my hyperpigmentation. I have gone all over to try to find help. A few offer "more lasers" and a few say "let it heal" and a few offer "products". This proves that no one really has an answer. I am considering a facelift to correct the loss of tissue damage but I am not sure the texture/pattern will ever resolve. I believe the hyperpigmentation will resolve in time event though it could take a very, very long time. Does fraxel have any f/u studies for pts over a yr or longer? I can only find ones from 3 months out which is alarming. Bottom line: I honestly feel I look 5-8 yrs older.